Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0kqxq, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: (B)(6) 2017, UDI#: (b)(4, product type: lead. Product ID: 3387s-40, lot# va0n5k2, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: (B)(6) 2017, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's tremor has increased and the health care provider (hcp) was unsure if it was related to voltage changes or disease progression. The hcp was unable to increase the voltage as the patient would experience significant paresthesia of the left face and tongue. Diagnostic methods included increased tremors visible in the clinic on (B)(6) 2017 and the patient continuing to experience paresthesia of the left face and tongue with increased voltages. Interventions included the planning of monopolar review for the left hand; the hcp will see the patient for an extended programming session. The etiology was related to the device/therapy, but not related to the implant procedure. The patient's most recent programming date prior to the event was on (B)(6) 2015. The issue is ongoing. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy, not related to the implant procedure, and not due to programming. Additional information was received. Per examination on (B)(6) 2017, the patient cannot achieve tremor control without having intolerable paresthesias of the left face and tongue, making it difficult to eat at meal times. The clinical diagnosis was updated to increased tremor with left paresthesia. The etiology was updated to due to programming. Interventions included reprogramming on (B)(6) 2017. The patient allegedly has very narrow therapeutic range on both sides for corticospinal tract activation. The physician was able to find settings the patient was pleased with that didn't improve tremor, but significantly lessened their paresthesias. Per examination on (B)(6) 2017, the patient had severe breakthrough tremors despite dbs treatment. The physician was able to find settings that lessened paresthesia and improved tremor control without side effects. The patient's settings after reprogramming on (B)(6) were: c+, 10-, 1.5 v at 70 microsecond pw and 150 hz. The issue was updated to resolved without sequelae, but was later updated to ongoing after patient reported on (B)(6) 2017 they were having constant tingling on the left side from head to toe, including their tongue. Additional information received from a healthcare provider (hcp) indicated the patient had old leads removed and new leads placed in more optimal locations on (B)(6) 2018. This required in-patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the symptoms were still ongoing as of (B)(6) 2018 and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event resolved without sequelae as of (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.